Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h11. One advisor hd grid x catheter was received for investigation. The catheter was noted to have an orange ¿not for human use¿ sticker placed on the handle. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A corrective action was initiated to address this issue.

Event description:
Following an atrial fibrillation procedure, it was noted that a use-for-demonstration advisor hd grid x mapping catheter was inadvertently used for the procedure. The hospital lab staff prepped the devices for the case and did not notice the "not for human use" labeling present on the packaging and on the handle of the catheter until the end of the procedure. Ancef was administered prophylactically to the patient at the end of case. There were no adverse consequences to the patient and no performance issues with any abbott device during the procedure.

Manufacturer narrative:
Additional information: b5, g3, h2. Corrected data: d2b.

Event description:
This follow up report includes a corrected FDA device product code.